Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after firing, there was poor staple formation, there was slightly more oozing or bleeding that may been caused by the buttress being too thick or the staples not closing. The surgeon inspected the line and applied clips to resolve the issue.